Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported "lost eye contact" message occurred two times during lasik flap creation.

Manufacturer narrative:
Additional information provided. (B)(4).

Event description:
A company field service engineer (fse) reported there was no patient harm and the surgery was completed. There was no problem with the laser. It is likely the patient pulled away from the laser causing the application interface to move downward enough to initiate a message of lost eye contact. The message was acknowledged. The laser did not stop.

Manufacturer narrative:
Additional information provided. Log file review for the day of treatment day shows nothing wrong with the laser and no warning or error message regarding vacuum. The system only showed a warning message that can occur when the patient pulls back and the application interface lowers according to the information from field service engineer. It was not a malfunction of the system. The root cause for the warning message was that the patient pulled back and the application interface lowered. There was not a malfunction of the system. The manufacturer internal reference number is: (B)(4).